Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 584 mg/dl. Customer stated that, last week she could not get herself below 400 mg/dl. Customer stated she has had a cold. Customer treated high blood glucose with manual injections and insulin pump and she cannot get her blood glucose to go down. Based on customer report customer does not allege pump was under delivering. Customer reported that, the infusion set cannula was bent. Assisted with performing the high pressure test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.